Event description:
The customer reported intermittent drop out and communication loss between the panorama central station and ambulatory telepacks. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the system and found that the panorama wireless transceiver (tim) would not power up. Corrections included replacement of the wireless transceiver (tim) power supply and radio transceiver board. The system was tested to factory's specifications. It functioned normally and was returned to use.